Manufacturer narrative:
(B)(4). Against resistance it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque balance middleweight elite guide wire instructions for use states: when resistance occurs or this device becomes entrapped within the vasculature and removing this device is necessary, remove the interventional device and this device as a unit. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, an unspecified chronic total occlusion (cto) guide wire was advanced past a heavily calcified, 99% stenosed lesion in the mildly tortuous mid left anterior descending coronary artery. With the support of a non-abbott microcatheter, a 014 hi-torque balance middleweight (bmw) guide wire was then advanced toward the lesion to replace the cto guide wire, however, resistance was felt between the non-abbott microcatheter and bmw guide wire during the advancement and force was applied. With the bmw guide wire placed in the lesion, the non-abbott microcatheter was then retracted over the bmw guide wire against resistance. The same bmw elite was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.